Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid superficial femoral artery (sfa). A 5.0mm x 40mm x 90cm armada 18 otw balloon dilatation catheter (bdc) was advanced in the vessel without difficulty. During inflation attempt, it was not possible to maintain pressure and a leak was noted at the hub. There was no deflation difficulty and the device bdc was withdrawn without difficulty. Dilatation was successfully performed using another armada bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.